Event description:
Report of explant of device system due to "infected baclofen infusion pump" rec'd per annual device tracking report. F/u with hcp revealed onset/diagnosis of infection was in 2001. The symptom reported was "fluid building up over abdominal area". The primary location of the infection was the device pocket. A culture was obtained of the device pocket and the results were unknown. The pt rec'd treatment of IV antibiotics and total device system explant. The infection has resolved.